Event description:
It was reported that resistance was felt when filling multiple cartridge during the load sequence. Reportedly, the customer did not perform the air removal step of the load process. Tandem technical support educated the customer on proper load techniques. Customer changed multiple cartridges and multiple syringe needles to resolve the issue. Customer¿s blood glucose was 120 mg/dl.

Manufacturer narrative:
Per the tandem user guide, "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.